Event description:
It was reported by service report that there was a broken siderail arm with sharp edges present. It is unk if there was pt involvement or if there are adverse consequences to report.